Event description:
During the procedure the needle didn't pass through the mucosa wall. Many attempts were realized, but was not possible to collect samples, so they had to use another needle. The add'l info provided by the initial reporter stated there was a bend in the needle at the pt end, which has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was no performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history records for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to sever bending of the needle near the distal end. Prior to distribution, all echo tip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual inspection included verifying the product is free of kinks and bends. The functional test includes extending and retracting the needle to ensure proper needle function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.